Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that she was hospitalized on (B)(6) 2017 due to high blood glucose levels and diabetic ketoacidosis (dka). Customer 's blood glucose at the time of hospitalization was over 600 mg/dl. Customer was admitted to the intensive care unit. Customer was disconnected from the insulin pump and placed on an IV. Customer was treated with an insulin drip and fluids. Customer declined to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is expected to return.

Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, unexpected restart alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed the dat test. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked battery tube threads, minor scratches on case and minor scratches on lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.